Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e103 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, system error, drive tube leak/break, and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. A photo analysis was conducted for this complaint. An evaluation of the photos confirmed both the leak and the damage to the leak detector strip. The photos do not show the lower bearing clip area thus the customer's statement that the drive tube broke near the lower bearing clip could not be confirmed. However, a review of the photos did show that the upper bearing stop had delaminated from the drive tube, which caused the drive tube to elongate and wear against the centrifuge chamber wall. This wearing of the drive tube ultimately caused the leak as well as the damage to the leak detector strip. A review of the device history record did not identify any related nonconformances. A CAPA has been identified and is in the process of being implemented to investigate this root cause. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a drive tube break and a system error alarm during a procedure. The customer stated that during the purging air phase of the procedure after 108 ml of whole blood processed; the drive tube broke near the lower bearing clip. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer also reported that the leak detector strip was damaged and a system error alarm was now occurring on the instrument. On (B)(6) 2016, the customer stated that the alarm #7: blood leak (centrifuge chamber) alarm occurred followed by the system error alarm. The customer's certified biomed will perform any necessary repairs on this instrument. Photos were submitted for investigation.